Manufacturer narrative:
(B)(4). Concomitant medical products: unknown biomet intergral 180, primary stem 14*180 unknown, unknown stryker trident acetabular component size 62 mm unknown, unknown screws 24, 26, 35 and 40 unknown, unknown standard mdm metal liner 48 ID unknown, unknown stryker 48mmx3 adm femoral head poly (48 od, 28id) unknown. Customer has indicated that product will not be returned for evaluation. A follow up MDR will be submitted once the investigation is completed.

Event description:
It was reported that during a left hip revision arthroplasty the patient experienced 2600 ml blood loss. No additional patient consequences were reported.

Manufacturer narrative:
The additional information received does not have any change in investigation results reported previously. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes which confirmed the patient's blood loss. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Non- zimmer biomet shell and liner are used with zimmer head and stem. Zimmer-biomet has not assessed or confirmed the compatibility of this combination of devices, and this would be considered an off-label use of these devices. However it is unknown if this combination of devices has any effect to the reported issue if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.